Event description:
The affiliate reported the customer alleged an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving unicel dxi 800 access immunoassay system. Subsequent testing produced a lower result within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and performed a high sensitivity (hs) system check which passed within system specifications. The fse did not note any hardware issues. The unit conformed to the manufacturers published performance specifications and was returned to operation. This medwatch report is related to MDR 2122870-2012-00468.